Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the connector head of the usb charging cable was bent and would not plug into the pump. The customer had an althernat usb cable available to charge the pump. The customer¿s blood glucose level was 180 mg/dl.